Event description:
It was reported that an unknown access set was not able to be primed. The reporter stated that the tubing was not priming while being attached to a drip chamber. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.